Event description:
It was reported that there was a malfunction of the battery. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
Product analysis #222829810: failure investigation performed by (B)(4) from 03/17/2017 - 05/01/2017: one newport ht50 ventilator was received in fi. The reported symptom was verified. The unit was powered on and had the following incoming settings: respiratory rate = 12 bpm, peep = 5 cm h20, inspiratory time = 0.5s, and pc =50 cm h20. During ventilation, the unit displayed a "fault bat sys" error. The customer battery board assembly (p/n: v09-13120-65, s/n: (B)(4)) was replaced with a known-good fi test board. After the replacement, the unit no longer displayed the "fault bat sys" error. The functionality of the customer battery board assembly was compared with a known-good board. While the unit was charging, diodes d12 (rdy) and d11 (charging) would consistently illuminate on the customer battery board. The same diodes would flicker on a known-good board. The functionality of the high efficiency standalone nickel battery charger ic (u6) on the customer board was compared with the same chip on a known-good board. The electric potential of the ready-to-charge output pin (pin 16) on a known-good board was measured to be 17.97 v compared to the 0.065 v measured on the customer board. The electric potential of the charge status output pin (pin 2) on a known-good board was measured to be 17.86 v compared to the 0.065 v measured on the customer board. The electric potential of the average single-cell voltage input pin (pin 6) was measured on a known-good board to be approximately 20 v compared to 0.714 v on the customer board. The root cause of the reported symptom was that input pin 6 of u6 did not receive the correct input voltage. All electric potential measurements were made using a fluke 87 v true rms multimeter (ID: cl-14089). Since this was a MDR investigation, the battery board assembly was retained for further analysis if deemed necessary.

Event description:
It was reported that there was a malfunction of the battery. The ventilator was not on a patient at the time of the event.